Manufacturer narrative:
Failure of the device delayed the intubation of the patient. Based on the reported information and the event originating in the us, the criteria for reporting an adverse event have been met.

Event description:
Would not light up. Delay in intubation. The 1st and 2nd device did not light up, the 3rd device did work.